Event description:
It was reported that the insulin pump stopped vibrating. Self test performed and it was stated that the device beeps but does not vibrate. The vibrate mode is on and the battery is not low. Customer inserted a new battery was 8 days ago and the issue started about 5 days ago. Customer was instructed to insert a new battery and perform a self test; the insulin pump did not vibrate during the vibrate test. Blood glucose value is 0.5 mmol/l. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.